Manufacturer narrative:
Continuation of d10: product ID 37751, serial: (B)(6), product type: 0213-recharger; implant date n/a; explant date n/a. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The caller reports that the last couple of days they have been getting a screen that says reposition recharger and they can't seem to charge up anymore. Caller was able to communicate with the implant using the pt programmer and seeing ins battery was 100%. Therapy was turned off by the patient intentionally and reports that they are able to speak better with it off. The caller and healthcare provider (hcp) think the ins may have moved and feels a little bit deeper. The caller indicated that the problem started last week. The following troubleshooting steps were performed: repositioned the antenna and turned the antenna dial. The caller most often encountered the reposition recharger screen, but at time did find the ins but with zero shaded coupling bars. The caller charges daily, but it is not known what the starting battery level is prior to recharging, or if she has to recharger every day. The issue was not resolved through troubleshooting. Patient will try to reposition the antenna. Email was sent to the manufacturer representative (rep).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional info received from rep. They clarified that the ins was not flipped. The cause of the ins movement and wireless recharger (wr) issue was due to the recharger not working properly. Actions/interventions included sending a new recharger to patient. The issue resolved.